Manufacturer narrative:
(B)(4). The follow-up report is being submitted to relay additional information. Was previously reported as (B)(6)2011; however it should be reported as "unknown". If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical products: unknown, unknown nexgen patella, unknown; unknown, unknown nexgen tibial tray, unknown; unknown, unknown nexgen bearing, unknown. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2018 - 03033, 0001822565 - 2018 - 03034, 0001822565 - 2018 - 03036. [(B)(4) mw5076906 maude report.pdf].

Event description:
It was reported that a patient underwent an initial knee procedure. Subsequently, the patient was revised due to reportedly recalled components. The patient reported experiencing continued pain and instability post revision. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Updated: customer has indicated that the product will not be returned because product location is unknown. Reported event was unable to be confirmed due to limited information received from the customer. Device was not returned. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Other text : product location unknown.